Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the neurosurgeon claimed the valve had problems and were dealing with a material malfunction. It was stated that the procedure was performed 7-8 months ago, and the whole period, the valve had to be adjusted by a magnet. The first contraindication was observed after 6 months, and the patient underwent re-examinations. Everything was in order including cytosis. Suspicion ensued that the problem was about the peripheral catheter, therefore, the following two interventions were carried out: displacement of the peripheral end (catheter) by laparoscopy and move the peripheral end to the atrium. Unfortunately, this was without success. As a result, the implant was replaced with another type of shunt. It was noted that the patient was in a critical situation for almost 8 months, but nowadays, the patient's condition was satisfactory. The patient's medical history was open hydrocephalus. Intervention was carried out according to the diagnosis, and an appropriate implant was selected by the clinical manifestations.